Event description:
A 76-year-old female patient with non-small cell lung cancer (nsclc) began optune lua therapy on (B)(6) 2025. On (B)(6) 2026, the patient reported to novocure that she had temporarily discontinued optune lua therapy due to severe itching, which was described as intense enough to disrupt her sleep. The patient reported using a skin preparation product and taking up to 2000 mg per day of unspecified anti-itching medication. On (B)(6) 2026, the patient clarified that she had been prescribed oral hydroxyzine. The patient's prescribing physician was contacted for additional information and responded on (B)(6) 2026, stating that this event had not been treated in their office and that the patient continued optune lua therapy. The physician further indicated that the prescription for hydroxyzine was likely issued by another healthcare provider.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays placement to the skin inflammation/irritation, cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).